Event description:
The ventilator shut down without proper warning. It beeped once or twice and ceased to operate within seconds. The ventilator recently had internal battery replacement with nickel metal hydride battery.